Manufacturer narrative:
Investigation summary: photos of 100 customer samples were provided for investigation. The photos were reviewed and the indicated failure modes missing label and peeling label with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issues of missing label and peeling label were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes missing label and peeling label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using bd vacutainer® k2e 3.6mg plus blood collection tubes, one device was missing a label. Twenty-one (21) other devices had wrinkled or partially peeled labels. There were no health consequences or impacts reported.